Manufacturer narrative:
The reported complaint of mid: 09 was confirmed during a review of the thermogard xp ivtm console's (sn: (B)(4)) retrieved event log. During visual inspection of the console, the sensor holes in the air trap sensor block was found to be clogged with propylene glycol. Possibly the unit was transported horizontally, causing the glycol from production to flow to the top and into the air trap. To resolve the issue, the air trap sensors were cleaned. The console passed functional testing with no faults found. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During system installation at the customer site, a zoll sales representative reported that the thermogard xp ivtm console (sn: (B)(4)) displayed a mid: 09 error message. Troubleshooting was performed, however, did not resolve the issue. There was no patient involvement.